Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was blue which blocked graphics and text. Additionally, the wake button was delayed in responding to touch. Customer¿s blood glucose level ranged between 180-250 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.